Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the retraction process, the indicator marking the position of release of a 5f exoseal vascular closure device (vcd) failed to change color as expected, and thus the hemostatic system was completely dislodged from the skin, resulting in persistent bleeding at the puncture point. Hemostasis was achieved through manual compression. There was no reported patient injury. The malfunction occurred during the use of the device after the patient underwent a transarterial chemoembolization (tace) and hepatic arterial infusion chemotherapy (haic). According to the product instructions for use (IFU), the catheter at the tail end of the hemostasis blocking system was inserted into the retained non-cordis femoral artery sheath, and after penetrating deeper into the developed position the vascular sheath was retracted, and when the vascular sheath was fitted into place with the blocking hemostat, the device was withdrawn all together. The blocking hemostat system was maintained at a 45° angle to the skin during the retraction process. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The vessel diameter was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and the non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The device was discarded at site. The hospital reported this case as an adverse event to china nmpa directly.

Manufacturer narrative:
A product history record (phr) review of lot 18379944 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator marking the position of release of a 5f exoseal vascular closure device (vcd) failed to change color as expected, during the retraction process, and thus the hemostatic system was completely dislodged from the skin, resulting in persistent bleeding at the puncture point. Hemostasis was achieved through manual compression. There was no reported patient injury. The malfunction occurred during the use of the device after the patient underwent a transarterial chemoembolization (tace) and hepatic arterial infusion chemotherapy (haic). According to the product instructions for use (IFU), the catheter at the tail end of the hemostasis blocking system was inserted into the retained non-cordis femoral artery sheath, and after penetrating deeper into the developed position the vascular sheath was retracted, and when the vascular sheath was fitted into place with the blocking hemostat, the device was withdrawn all together. The blocking hemostat system was maintained at a 45° angle to the skin during the retraction process. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The vessel diameter was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was not visible. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18379944 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.